Event description:
Clinic advised that the blood tubing/pump segment failed after running for 27 hours. The clinic's complaint consisted of 5 incidents involving 3 pts. It is unclear which pts experienced problems with more than one blood tubing set, which dates the incidents occurred, the amount of blood loss, and, to what extent pt intervention was required. These same facts apply to MDR no's. 2444060-1999-00009 and 2444060-1999-00011 through 00013.